Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time was noted. Manual capacitor maintenance was performed. Device was explanted and replaced. No further information is available.